Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for herniated disc. Procedure or technique used was l4-5 tlif; l3-5 psf. Levels implanted was l4-5. It was reported that the cage collapsed. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
H6 - device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.